Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address dislocation and metal staining of the joint with fluid.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-11249. This report, 1818910-2011-06222, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-11249.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address dislocation and metal staining of the joint with fluid. Update 10/31/2011: litigation papers received, there is no new information that would change the outcome of this investigation. Update 8/3/2012 - litigation papers received. There is no new additional information that would affect the investigation. Update: 12/26/12 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update: 01/14/2013 maude report (mw5028112) submitted by an attorney states that a patient dislocated and had closed reduction in 2006, then felt hip slipping and popping, and it subluxed in 2006. Patient had to wear a brace 24 hours a day, and had leg numbness. In 2010, there was increased pain and swelling of hip. A fluid collection was aspirated, which was negative for infection. In 2011, fluid collection returned, another aspiration was performed, with dark fluid noted. The hip again dislocated twice in 2011, with closed reductions. Patient was revised in 2011, and a large amount of metal-stained fluid was found, consistent with metalosis debris, with a lot of metal-stained tissue requiring debridement. Update rec'd 1/28/2013-pfs and medical records received. After review of the medical records/operative notes it confirmed dislocation and metallosis. There is no new additional information that would affect the existing MDR decision. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right side). September 9, 2014 updated patient and product codes. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleged metal wear. Added stem and updated patient identifier.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.